Event description:
According to the event description: urgent shunt revision on a 11 month old male. The valve seemed to have flow following explant but required many outpatient adjustments. The clinical team is suspecting occlusion or faulty mechanism and requesting analysis post explant to confirm.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.